Event description:
The surgeon reported to the sales rep that he extraction of variax foot plate caused irritation for the patient. The surgeon noticed the inner side of the operated field was colored grey from the plate and suspected metallosis. The implant was removed from the patient.

Manufacturer narrative:
Investigation in progress but not yet complete.